Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 280 mm thoracic aorta type b dissection. Deployment of thoracic grafts was successful landing just distal to left common carotid artery. It was reported that after the valiant stent graft had laser fenestration performed for access to the left subclavian artery a completion angiogram was performed demonstrating that the valiant stent graft had partially encroached the left common carotid artery. An attempt was made to pull the proximal portion of the valiant stent graft back slightly by use of balloon but was unsuccessful. The physician made the decision to stent the left common carotid with another manufacturer¿s 8 x 27 mm balloon expandable stent to alleviate encroachment. The left common carotid was cannulated and successfully stented. A completion angiogram showed gross patency of the origin of the left common carotid. Per the physician the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient will be monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.